Event description:
(B)(4). After getting the essure devices, over the course of a couple of years, I developed a number of symptoms. Even though I have always been allergic to nickel, the doctor said it was a safe device as the manufacturer said there shouldn't be side effects. First and foremost, I've always had easy, consistent, and short menstruation. After the device, my periods got worse and worse - near the end (before having the essure removed) my menses were preceded by excessive fatigue, fevers, horrible headaches, dizziness, and the periods themselves were very heavy and lasted up to ten days, with big chunks of blood clot looking things coming out. They were also less regular. After removing the essure, my periods returned to 3-4 day, light menses with no abnormal symptoms (dizziness, fevers, etc). I also experienced an overall general malaise and fatigue. I got tested for so many things during this time and the doctors didn't know what was wrong. I just felt sick all of the time and never wanted to go out or do anything because it took energy I no longer had. This wasn't depression at all, it was my body that just hurt. I had headaches every day, and also developed a long list of food intolerances. Not sure if the allergies/intolerances are connected but it's worth mentioning since I've heard other women with the same side effects. I gained weird belly bloat even though I was eating strictly and training for a marathon at one point. As a note, all of these problems have gone away post removal except the food intolerances.